Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 224 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. She stated that she had changed her infusion set 3 times and inserted the infusion set in her arm. She was advised against using cold insulin pump, since this could cause gases and bubbles in the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.